Event description:
On (B) (6) 2010, the lay-user/pt contacted lifescan alleging an error message issue with a one touch basic meter. The pt could not recall what error number had appeared. She indicated that the alleged issue started on an unspecified date/time a year ago. A week and a half after the alleged issue began, the pt claimed that she developed symptoms of shakiness, lightheadedness, and feeling cold. The pt denied receiving treatment because of the alleged issue. She also denied taking any actions related to diabetes management as a result of the alleged issue. The alleged issue was not resolved. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.